Event description:
At 1am a resident was being assisted up to the commode when feet slipped out from under them and they fell backwards. Resident's rt buttock hit the lever that raises and lowers the siderail, piercing skin causing a large laceration. Lever became embedded in buttock. Fire dept came and cut the siderail off the bed. The resident went by ambulance to hosp where the impaled siderail was removed. Sutures needed.